Manufacturer narrative:
Product analysis: the complaint could not be confirmed. The programmer powered on and interrogated without issue. The battery was found to be unable to charge, and was replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display froze and became unresponsive. It was noted that the programmer was power cycled, but the issue persisted. The programmer was returned for service. There was no patient involvement.